Manufacturer narrative:
Related voluntary medwatch form received: mw5165847.

Event description:
Voluntary medwatch form mw5165847 received states: it was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances and high pacing thresholds on the right ventricular (rv) lead. It was noted that the rv lead is a non-(B)(6) product. Ts reviewed the daily threshold and impedance measurements trend and confirmed that the non-(B)(6) rv lead measured greater than 2000 ohms. Ts recommended for further lead testing to be performed to the hcp. The hcp noted that the physician will continue to monitor at this time. The ICD device and non-(B)(6) rv lead remain in service. No adverse patient effects were reported.